Event description:
It was reported that on (B)(6) 2026, according to the standard surgical procedure, the patient was scheduled to undergo hysteroscopic endometrial lesion resection + hysteroscopic cervical lesion resection + fractional diagnostic curettage + cervical biopsy. During the operation, while using the high-frequency electrosurgical device, the working handpiece suddenly burned through the bipolar electrode cable, causing the patient to experience a brief electric shock. The use of the device was immediately discontinued, and a backup working handpiece and electrode cable were replaced. After confirming no issues, the surgery continued.

Manufacturer narrative:
Under user's discretion the device in question will not be returned to the manufacturer for evaluation. The investigation will be performed by a designated karl storz employee, investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).